Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had connected to the patient at an incorrect time. The event occurred during use on the home choice (hc).the technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - failed to follow therapy steps where the home patient prematurely connected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿prepare for therapy¿ warns the user that connecting yourself before "connect yourself" can cause air to be delivered to the peritoneal cavity. Section ¿prepare for therapy¿ provides step-by-step instructions for connecting the transfer set to the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.